Event description:
It is reported that the pt underwent total knee arthroplasty in 2003. Pt recently returned complaining of pain. In 2005, the articular surface was removed and replaced. It was noted that the articular surface was loose and the set screw had backed out.